Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was continued by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed that the image processing pc (ippc) cannot operate normally. Fse re-inserted the ippc board and memory module. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the image disk was full and system would not generate exposure. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.